Event description:
The kimball bed that the resident used to sleep in broke. One of the support bars broke at the welding site. Caused the resident to fall and break her hip. Required hemiarthroplasty procedure. Resident has history of alzheimer's. Resident had her hip repaired and is back in the nursing facility in a new bed.